Manufacturer narrative:
Correction: new information received noted that the notify date in the initial report was incorrect. Correct notify date is 2014-04-30.

Event description:
Additional information received reported the patient had stimulation for occipital nerve stimulation. The settings were reportedly ¿very low¿ with an amplitude of 0.5 volts, and a pulse width of 120. The manufacturer representative (rep) had seen the patient regarding the complaints of shocking, jolting, burning, and chest pain. The patient noted the discomfort was after activity. The rep was unable to reproduce the patient¿s symptoms during testing. Impedance measurements were normal. The rep discussed the issue with the patient¿s physician and the physician reportedly did not feel these symptoms were related to the device. No further testing had been done at this time that the rep was aware of (x-rays, etc.).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that during the trial, it was the first time in 9 months the patient didn¿t have pain. After the implant, it was noted ¿it took a while to get it adjusted¿ and ¿it didn¿t feel like the temp one¿ but ¿it was really working with the head.¿ the patient reportedly was having some side effects. It was noted that when the patient sat out in the sun, his head was burning. It was noted it was burning like metal was burning. It was reported the patient experienced a shocking/jolting sensation. It was also reported the patient was getting electric shocks when he tried to pick up stuff like weights. It was noted the next day he would have chest pains in the chest and around the implant. It was noted the day after lifting, the patient had severe chest pain and chest tightness. The manufacturer representative (rep) reportedly met the patient and ¿worked on him for over 3 hours.¿ the rep tested the battery and tested the leads and changed some settings. The patient was reportedly getting way better stim. It was noted the patient only had to charge about every 7.5 weeks. It was noted that when the patient charged, 1-1.5 hours later he would get pain in his chest. When the patient used a t-shirt, he doesn¿t get all the bars, he would get 0-3 coupling boxes. It was noted it was not hot, but the patient got ¿shooting electric shocks pains only in the ins area along with chest pains.¿ it was noted it was not like heartburn (which patient had in early 2000¿s when his esophagitis started like that). The patient reportedly had full cardiac testing twice/they did the cardio test twice to make sure the pain was from the ins. The patient reportedly only has charged 3 times, and the first time it happened, the physician told him to go to the ER in case it was cardiac related, and to turn stim off. It was noted that when the patient turned stim off, the pain went away. It was noted the implantable neurostimulator (ins) was in the patient¿s chest above his heart. It was noted the leads went to/was at the back of the head and went down the left of the neck to the ins in his chest by h is heart. It was noted the patient had headaches, tmj, herniated disc, and ¿protrusions in the neck¿ which was the pain for which the ins was implanted. The patient also noted he had occipital neuralgia, a severed nerve at the back of the head. It was noted the patient was in physical therapy for stretching of the chest and the neck, and if he misses pt for a few days he doesn¿t have full range of motion. The patient thought the tightness was from the lead in the neck. The patient reportedly had an unrelated surgery (ulnar nerve release) a week after getting the manufacturer implant. It was noted the patient was having more problems with the chest. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.